Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient likely died from a haemorrhage following internal bleeding. It was further noted the cause of the septic shock is unknown.

Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a possible lead infection. It was also reported that the right atrial (ra) lead exhibited intermittent undersensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that blood cultures were negative when the patient was transferred to hospital, but the patient experienced sepsis which led to the patients death.